Manufacturer narrative:
This report is being submitted to correct the patient codes (1) (h6) in section h. Device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements higher than 3000 ohms which resulted in a safety switch. Additionally, there was noise and an oversensed signal artifact monitor (sam) event. As a result, pacing was inhibited for less than two seconds. Technical services (ts) was contacted, analyzed the data, and commented that a lead fracture was suspected due to the abrupt change in pacing measurements. This rv lead was surgically abandoned, and another lead was successfully used to replace it. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review is not required - the event is not reportable in an eea/great britain country + none of the allegations/conclusions are against labeling/user error + bsc is not responsible for training. Risk review is not required - the event is not reportable in an eea/great britain country + bsc is not responsible for training + no new hazard was identified. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. This report is being submitted to correct the patient codes (1) (h6) in section h. Device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements higher than 3000 ohms which resulted in a safety switch. Additionally, there was noise and an oversensed signal artifact monitor (sam) event. As a result, pacing was inhibited for less than two seconds. Technical services (ts) was contacted, analyzed the data, and commented that a lead fracture was suspected due to the abrupt change in pacing measurements. This rv lead was surgically abandoned, and another lead was successfully used to replace it. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements higher than 3000 ohms which resulted in a safety switch. Additionally, there was noise and an oversensed signal artifact monitor (sam) event. As a result, pacing was inhibited for less than two seconds. Technical services (ts) was contacted, analyzed the data, and commented that a lead fracture was suspected due to the abrupt change in pacing measurements. This rv lead was surgically abandoned, and another lead was successfully used to replace it. No additional adverse patient effects were reported.